Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result was 0.73ng/ml. The result was not reported out of the lab. The original sample was re-tested as a reflex testing and a result of 0.02ng/ml was obtained. The sample was repeated once more and a result obtained was also 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a green top heparin tube and it was centrifuged at 7,813 rpmp for 3 minutes. The customer is not questioning any other assay or sample. Per customer, they have had no problems with qc. However, no data was supplied to date. A field service engineer (fse) was dispatched: the fse performed a system check and obtained one high flier. The fse cleaned dispense probes and adjusted aspirate probe alignments. The fse repeated the system check which passed. The fse verified the repair per established procedures and results met published performance specifications. Although the fse serviced the instrument, no definitive root cause can be determined to date. A malfunction will be assumed for the purpose of this report.